Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation confirmed the customer¿s reported problem, even if the power is turned on the power light emitting diode blinks and nothing is displayed on the screen is due to failures of the printed circuit boards. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor has an image malfunction, even if the power is turned on the power light emitting diode blinks and nothing is displayed on the screen. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon could be faulty g1 circuit board but the root cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.